Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 450 mg/dl. They treated with a manual injection. The customer also reported that they woke up to the insulin pump alarming a no delivery, motor error, weak battery. Troubleshooting was performed for the no delivery alarm and insulin exited. They were advised that the site may have been occluded. They were advised to change the entire infusion set. The customer stated they took out the battery and reinserted it. The insulin pump was working again. The insulin pump will not be returned for analysis.